Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the device could not start acquiring 2d and 3d images. There was no green light on the x-ray lamp on the mobile view station (mvs.) After a full day of charging, the device showed only two bars for the battery status. There was no patient involvement. Additional information was later received. It was reported that the system booted properly, and it was possible to drive the device and move the gantry. It was not possible to perform x-rays because the system board detected that the charger was not receiving power from the mobile view station (mvs.) It was indicated there was a faulty power tray ac-dc converter.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000175; product ID: bi71000861, serial/lot #: (B)(6) rev. 5, h3: a medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were replaced. The navigation system then passed the system checkout and was found to be fully functional. The power tray was returned to the manufacturer for analysis. Analysis found that the reported complaint was confirmed. The power tray failed the bench test. There was no 48vdc output from the power tray to the charger enclosure. The power tray assembly was deemed faulty. Analysis found that the reported event was related to an electrical issue. H6: fdm b01, fdr c02, fdc d02 are applicable to the system checkout and hardware analysis. Multiple fdd/annex a codes were reported. A070603 was coded for there being only two bars for the battery status. A090501 was coded for inability to take 3d and 3d images. A090207 was coded for there being no green light on the x-ray lamp on the mvs. Multiple annex g codes were reported. G02003 corresponds to the concomitant product bi71000175. G02027 corresponds to the concomitant product bi71000861. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.